Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump had intermittent power after the patient fell with the pump. There was no report of damage to the pump casing, battery compartment or battery cap, there was no moisture seen in the pump, and the battery cap was tight and secure. The reporter replaced the pump battery to no avail. The issue was not resolved, therefore this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4):a review of the black box indicated one reboot had occurred, on (B)(4) 2012. There was no visible damage found to the battery compartment and battery cap. The battery cap was able to tighten securely to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues occurring. There were no battery cap defects found during investigation. The complaint could not be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.